Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, part of the yellow shipping wedge broke off and fell into the cavity of the patient. The yellow piece was retrieved using a laparoscopic instrument to complete the case. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.